Event description:
It is reported that the pt is showing adverse tissue damage. It is unk if this pt has been revised.

Manufacturer narrative:
This report will be amended when our investigation is complete.